Manufacturer narrative:
This report is submitted on september 21, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to a loss of confection to the internal device. The patient was reimplanted with another cochlear device during the same surgery.